Manufacturer narrative:
Approximate age of device: 0 days (occurred on the implant date). The patient's expiration is reported under manufacturer report number 2916596-2018-05143. No further information is provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the apical cuff did not engage during the patient's implant. The account stated that the surgeons took the pump off and on again several times trying to engage. The account cleaned access coseal on the apical cuff and the pump was engaged and locked. Per the account, the patient expired on (B)(6) 2018. The patient's expiration is reported under manufacturer report number 2916596-2018-05143. No further information was provided.

Manufacturer narrative:
Report type: corrected to serious injury. The patient expiration is covered under manufacturing report number 2916596-2018-05143. Manufacturer investigation conclusion: the reported event could not be confirmed as no product was returned for evaluation. The surgical procedures section of the hm3 mini apical cuff kit IFU explains how to prepare the mini apical cuff and the apical cuff holder for use. The directions for use section of this document explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. This section also stated that if a sealing agent is used on or near the mini apical cuff, ensure that it does not interfere with the slide lock mechanism. In addition, the heartmate 3 lvas IFU warns the user that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.